Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during dwell 2 of 4. The supply bag reportedly fell and became disconnected causing the alarm. The nurse had already cycled power the hc machine to clear the alarm, which was followed by a se 2367 alarm, which ended therapy. The nurse disconnected the home patient (hp). The nurse would notify the peritoneal dialysis (pd) nurse of any missed therapy. No patient injury or medical intervention was reported. Per 2240 call script: the hp was connected to the hc cycler at the time of the alarm. The hp did not disconnect any time prior to the alarm. All the bags were not properly spiked and connected, as the supply bag fell and disconnected. Proper procedures per the user manual were reviewed with the hp. It was unknown how the hp would complete therapy. The hp had discarded the sample. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding the bag disconnecting, it was revealed that the hp did not have any injury or harm as a result of the disconnection. Per nurse, the hp is doing fine and continuing therapy without issues. The nurse stated that she did not think there were any issues with disposables. No patient injury or medical intervention was indicated at this time. No further information was provided.